Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a lifted downstream occlusion seal . As a result, the downstream occlusion seal was replaced and updated software to the latest version. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited 41622 error code and followed by a red screen and beeping. There was no reported patient involvement.